Manufacturer narrative:
This report is being submitted to report the user's experience and the investigation findings. Physical evaluation of the complaint device reveals: the user's report was not confirmed. E224 did not occur during testing. Unit passed all functional tests. Module in normal condition. Software version update was installed. All video output signals tested ok. The device history record (DHR) for the complaint device has been reviewed and it is confirmed the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Conclusion: it is presumed that the cause of the problem was not an issue with the camera head. It is likely that the user connected the video connector receiver with a condition that the electric contact of the video connector was not dry enough or that there were foreign substances present (such as liquid residue, dirt, dust, or gauze).

Event description:
It is reported a visera 4k uhd video control unit displayed error code e224. There was no patient impact related to this occurrence.